Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a (B)(6) male patient passed away on (B)(6) 2014 while wearing the lifevest. Investigation into the event revealed that the patient experienced an inappropriate defibrillation event during asystole. Oversensing of small signal artifact contributed to the false detection.

Manufacturer narrative:
Device evaluation summary: monitor sn: (B)(4) and belt sn (B)(4) have not been returned for evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the event. Monitor (B)(4). Electrode belt:(B)(4): 01/2013.